Manufacturer narrative:
On (B)(6), 2021 the customer alleged the insulin pump over delivery, hospitalized for low bgs and moisture damage(insulin smell). The test p-cap locks properly in place in the reservoir compartment noted. Device received with missing display window cover, pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the device history on the event date of oct 07, 2021 found multiple bolus deliveries and the daily total of bolus insulin delivered are 19.475 units. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (24.1 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for low bgs. Customer alleged for the insulin pump over delivery and moisture damage was not confirmed. The force sensor is within specification and the motor functioning properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was into to emergency room due to hyperglycemia on an october 7 the customer's blood glucose level at the time of incident was 2.2mmol/l. The user alleged the insulin pen was over delivering insulin. Customer stated before she went to bed she was stable, and had not much to eat at dinner and her blood glucose was around 7.2 mmol/l before she went to bed. After few hours she felt numb and shaky her husband had disconnected her from the pump and had to use a glucagon hypokit before ambulance came. Customer was treated with glucogen hypokit. Customer also stated on october 10 blood glucose was 4 mmol/l and her husband dispatched her to emergency room symptoms were shocking headache, sore in chest and back. Current blood glucose level is 11.8 mmol/l. It is unknown weather the auto mode feature was on at the time of reporting high blood glucose event. The insulin pump will not be returned for analysis.